Event description:
As reported, about 5-6 inches of it broke off while doing an intervention, but thankfully we were able to retrieve the entire component that detached itself. Additional information stated that procedure was completed with a different device.

Manufacturer narrative:
A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. The top-level assembly traveler was reviewed. There are no dda's, nce's or any other nonconformances related to this lot therefore supporting the device met material, assembly, and performance specifications. Case details were reviewed. Patient underwent a procedure. Pronto catheter was used. 5-6 inches of it broke while doing an intervention. It is unknown what type of damages occurred on the shaft. Per IFU, the following was identified never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, damage to the catheter, or vessel perforation. Exercise care in handling of the catheter during a procedure to reduce the possibility of accidental breakage, bending or kinking. Additional information was requested. No response was received. No pictures or angiographic videos of the issue were shared. No procedural noted were provided. Based on the limited information, the most likely root cause of the issue is undeterminable.